Event description:
Rn sent to pt's home to assess existing catheter. Catheter had migrated out except for 2 inches. Pt red above insertion site. Catheter pulled and new catheter inserted without difficulty. Immediately after placement pt complained of feeling hot, became unresponsive, bp 56/0 pulse weak and thready no respirations, pupils fixed and dilated. Catheter removed. 911 initiated. Pt roused with vigorous shaking and vital signs stable and anaphylactic kit not used, but was at hand. Pt taken to ER and discharged after administration of IV fluid.